Event description:
It was reported that a sparc sling system was implanted on an unknown date for treatment. Information received indicates urethral obstruction and urethral tear on (B)(6) 2013 and subsequently the patient underwent excision of mesh and urethral repair on the same date. The patient is "satisfactory at this point."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.